Manufacturer narrative:
It was reported that one side of the seat side rail or frame is further out than the other side, possibly bent outwards. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that one side of the seat side rail or frame is further out than the other side, possibly bent outwards.